Manufacturer narrative:
The unit was rebooted which resolve the issue. There was no ge healthcare repair. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error that resulted in a loss of mechanical ventilation during a case. There was no patient injury.